Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer will continue to use the pump for continued insulin therapy. Customer's blood glucose level ranged from approximately 137-173 mg/dl.